Manufacturer narrative:
Date of event estimated. The product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Due to the limited information provided, the investigation was unable to determine a conclusive cause for the reported failure to advance or difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that whisper guide wires have navigation difficulties and get stuck. Unspecified non-abbott devices were used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.